Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD, implanted: (B)(6) 2016, 439878 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing noted on ventricular tachycardia (vt)-non sustained (ns) episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.